Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm. The blood glucose reading was 300 mg/dl. The alert occurred during a manual prime. The patient was advised to manually push with a plunger very slowly. The insulin did not exit. The customer was advised to change the reservoir. No further information was provided.